Manufacturer narrative:
E1: patient city: (B)(6) patient country: italy . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in italy. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The infusion set was in use for few hours. The site location was left and right abdomen. The patient reported that infusion set tubing came apart. No further information available.